Event description:
Dr. Felt resistance when removing angiojet catheter from groin. After pulling, noticed the distal tip went down artery. Physician then used ev3 snare to remove. Pt and case did well.

Manufacturer narrative:
Event consists of broken device during angiojet therapy. The pt is a female who had undergone treatment using an angiojet catheter. The physician felt resistance when removing the angiojet catheter from the groin. After pulling on the catheter, it was noticed that the very distal end went down the artery. The physician then used a snare to capture and remove it. It was stated the case went well and the pt had no sequelae. The IFU warns the user "do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." The event is considered a reportable event as intervention was required to retrieve the distal tip. The customer site stated, the physician felt resistance when removing angiojet catheter from groin. After pulling, noticed the distal tip went down an artery. Physician then used ev3 snare to remove. Inspected the returned avx catheter and observed that the tip was stretched, damaged, and separated from the catheter. Operated the catheter with test pump and known good gen ii drive unit and there were no alarms observed. Due to the damage observed at the tip of the catheter, the customer would not have been able to continue the procedure.